Event description:
Our ref: 2007 0212/3/1 MFR ref: 2007/002/007/291/005. Ms16a syringe driver on site visit to office on 9th february 2007 by the MFR and reporter. Coroner concluded at post mortem, that cause of death was not directly linked to the diamorphine administered. Coroner, however, has instructed reporter to arrange an examination of the syringe driver and a report of the findings to determine as to whether there is any fault with it. The reporter reported to coroner on 22nd january 2007 of the death of (female). She was terminally ill with uterine cancer and the previous evening she was given diamorphine via the graseby ms16a hourly rate syringe driver. The release rate of diamorphine should have been set by the nursing staff at 2mm per hour but was in fact set at 29mm per hour causing the deceased to receive a days worth of diamorphine within an hour.

Manufacturer narrative:
Evaluation summary: during the evaluation, the infusion rate was found to be within specification. Conclusion: user error. MFR and reporter took syringe driver away from site after evaluation.